Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals were removed. The device was observed to be in good condition. Functional testing was conducted. It was revealed the latch flex sensor is nonfunctional. Evaluation revealed the customer problem was duplicated. The faulty latch flex sensor was the cause of the issue. The latch flex sensor was replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump showed an error cassette not attached. No patient injury reported.